Event description:
Customer reported via phone call that they were experiencing high blood glucose level and diabetic ketoacidosis. The customer stated that they were hospitalized on (B)(6) 2021 for diabetic ketoacidosis. The high blood glucose level of customer was between 700 mg/dl. Current blood glucose level of customer was 133 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had experienced increased thirst, nausea, ache and dizziness at the time of incident. The auto mode feature was not active at time of incident. Customer was treated with insulin drip. The customer also stated that the retainer ring of the insulin pump was loose and damaged and the reservoir was unable to lock into place. The insulin pump will be returned for analysis. Rn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.